Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 7019422. We have detected a trend for this issue occurring in this batch of intima-ii. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although a sample could not be obtained from previous investigations, CAPA#166486, we know, that as the septum ages, the septum will lose elasticity. Experimental testing of septums in hot of dry environments determined that the septum will age, losing its elasticity and ultimately failing to successfully close after cannula removal.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was used to assist in abdominal enhancement of a CT examination, and blood leakage was noticed coming from the needle during use while retracting it. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that blood leakage during needle core retraction intima-ii was used to assist the patient in abdominal enhancement CT examination."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was used to assist in abdominal enhancement of a CT examination, and blood leakage was noticed coming from the needle during use while retracting it. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that blood leakage during needle core retraction intima-ii was used to assist the patient in abdominal enhancement CT examination."